Manufacturer narrative:
Review of livanova complaints database revealed no further contamination events have been notified by this unit since installation in 2021. No deviation from IFU's of product in terms of cleaning and disinfection procedures was identified. As no other devices/surfaces in the or/ICU were tested in order to identify the source of contamination, it cannot be excluded that the event was caused by a source of contamination present at the customer site, despite it could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that heater cooler tested positive for microbacteria chelonae. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. Through follow up, livanova was informed the device is cleaned regularly per the instruction for use, the hospital user does not use reusable blankets, the water quality monitoring is applied and the h2o2 checked every day as prescribed by the IFU, when the device is not used, is it stored full of water and the h2o2 is checked daily even during days of non-use (i.e. Week-end), h2o2 is added when the water in the tanks is changed (each 7 days), a disposable pall-aquasafe water filter with an 0.2 m membrane is used for tap water or equivalent performance filter, prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected; device surfaces are disinfected after every operation, the 3t aerosol collection set is replaced after the allowed use period, the device is placed inside of the operation theatre during use, away from the operating table with an estimated distance between the surgery field and the device od 2 metres, the water source have been tested, the lab report can be provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.